Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation. The procedure was abandoned and two perforations at the in on 12/03/2009, revealed that "cauterization was done during laparoscopy." The pt was seen on follow-up and is reported to be "pain free and feeling good." A hysteroscopy, dilatation and curettage (d&c) and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device can not be completed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the reported lot number. The lot number was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instruction for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.